Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11514. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient developed a superficial wound infection which was treated with antibiotics. No further intervention was required.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check was not performed. Review of the complaint history determined that no further action is required. X-ray review identified that there were no radiolucencies, formation of heterotopic bone, component migration, loosening, union or bridging callus, or other notable findings. Patient had a previous revision of a competitor shoulder due to septic loosening and a history of ehlers-danlos sydrome. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.